Event description:
It was reported that the customer's insulin pump alarmed no delivery. The issue was resolved by changing out the infusion set and reservoir twice, indicating the reservoir may have been occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.